Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and the caller will reset the pump when ready, with instructions to follow up if the issue persists.